Event description:
It was reported from a medwatch user facility report that the tip of the probe was broken off inside the pt. It was determined by the surgeon that the tip could not be retrieved and was left inside the pt. No pt complications were reported.

Manufacturer narrative:
This report is in response to a user facility report received on 11/14/07. Device was not returned to the MFR for eval. Unable to determine cause of the event.